Event description:
When npwt was started utilizing a pico, it was confirmed the leak indicator iluminated and the dressing was not compressed although it had been applied properly without creases. After the dressing was exchanged to new one, the problem was solved. No patient harm. No delay in treatment. The sample will not be returned since it was once put on the patient.

Manufacturer narrative:
We have now completed our investigation into the reported complaint. As of today, no product return for this complaint has become available preventing a more thorough investigation. If the product becomes available in the future, this case will be reopened. Potential causes for the issues experienced are dressing not applied properly, without creases and fixation strips; filter/port not adhered to dressing correctly; connector not correctly fastened and secured to the pump; tubing trapped, folded over/kinked causing a blockage; dressing integrity has been compromised the pump monitors the level of air leaks into the dressing. If there is an air leak anywhere in the dressing, the pump will make several attempts to regain negative pressure (vacuum) over a period of time (this could result in a louder and more regular than normal buzzing whilst ok light is still flashing).after a period of time if it deems that the leak is too high (i.e. It will have to work too hard to maintain the vacuum), it pauses therapy and indicates the leak to the user so that it can be rectified. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.